Manufacturer narrative:
No fragments of the device were left in the patient. A 0.035¿ non-medtronic guidewire was used during the procedure. The artery diameter was 6-7mm, and lesion length was 30mm lesion. The lesion was pre dilated during the procedure. The in.pact admiral dcb balloon could not be retrieved through the sheath after the procedure, therefore the surgeon had to remove the dcb and the sheath together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact admiral balloon to treat a lesion in the sfa, femoral angiography by crossover. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device and no excessive force was used. The procedure used a non-medtronic sheath. After the angioplasty and deflation, the balloon could not be removed through the sheath, it was reported that the balloon remained jammed in the introducer sheath. The physician changed the guide and the procedure was completed using a new sheath and dcb. No patient injury was reported. It is reported that the procedure was extended by 30 minutes.